Manufacturer narrative:
(B)(4).

Event description:
It was reported that sensor stopped working occurred. The sensor was inserted into the abdomen on (B)(6) 2021. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The probable cause was determined to be signal loss due to the transmitter and app were not being able to establish a connection. The reported event of a [description of issue] is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.

Event description:
It was reported that sensor stopped working occurred. The sensor was inserted into the abdomen on 09-01-2021. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The probable cause was determined to be signal loss due to the transmitter and app were not being able to establish a connection. The reported event of a sensor stopped working is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem: changes made to the b5 statement as the initial submission was missing additional information to the event and problem description.